Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, was to be explanted in the near future due to concern that the battery depleted earlier than expected. There was no report of adverse patient effect.

Manufacturer narrative:
Most recently, this device was removed from service but has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.